Event description:
Date of event is unk. On nov 10, 2008, boston scientific corporation was informed that during a procedure, the resolution clip device would not come out of the clear sheath. This occurred three times. Note: this report is for one of three devices used in the same procedure. Please refer to MFR #s 3005099803-2008-07074, 3005099803-2008-07073 for other related reports.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.